Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the microintroducer is confirmed and was determined to be manufacturing related. One 4.5 fr microez micro introducer without its gray sheath was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned product. The plastic dilator portion of the micro introducer was broken off the luer just distal of the luer threads. A microscopic observation revealed a smooth fracture surface at the break site. The distal break site appeared to have slightly deformed fracture edges that appeared to be slightly mushroomed in appearance. No sharp bends were observed along the device. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "I was placing a PICC line in the above patient. I was preparing to put the PICC line through the introducer sheath and twisted and pulled to remove the dilator from the introducer sheath. The part of the dilator that you hold on to broke free from the dilator and left the remainder of the dilator inside the introducer sheath. I was able to safely remove the dilator from the sheath by grabbing on to the portion of dilator still protruding from the end of the sheath (fortunately a few millimeters of dilator was exposed). From this point I was able to resume placing the PICC without any further incident. There was no patient injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "I was placing a PICC line in the above patient. I was preparing to put the PICC line through the introducer sheath and twisted and pulled to remove the dilator from the introducer sheath. The part of the dilator that you hold on to broke free from the dilator and left the remainder of the dilator inside the introducer sheath. I was able to safely remove the dilator from the sheath by grabbing on to the portion of dilator still protruding from the end of the sheath (fortunately a few millimeters of dilator was exposed). From this point I was able to resume placing the PICC without any further incident. There was no patient injury."